Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer's son reported they were receiving an error message on their freestyle freedom meter beginning from a first week of december. Due to being unable to test, the customer experienced symptoms of hypoglycemia and lost consciousness in 2009. However, no treatment outside of the normal diabetic regimen was reported. Self-treatment included customer's prescription medications and lemon water with sugar. No third-party intervention was required. There was no report of death or mistreatment associated with this medical event.